Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 500 mg/dl. The customer was admitted to the hospital. Customer cause of 911 called is high blood glucose and diabetic ketoacidosis. Customer is still currently in the hospital. Customer is wearing the pump at the time of 911 called. The customer was advised that the pump will be replaced per her request. The customer was offered to troubleshoot for high blood glucose but declined.